Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97755 serial# (B)(6): product type recharger h3: analysis found non-conformances with both rechargers and both were subsequently scrapped. Recharger (sn: (B)(6) had cable insulation that was torn at donut end, and device the hot after running it at donut end. Recharger (sn: (B)(6) had a device failure: no device found message was seen two times. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6)); product type: 0213-recharger brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that both of the patient's rechargers were getting hot and not wanting to charge the ins. The patient stated that they have to push right at the base of the paddle where the wire goes in to get the recharger to charge. The patient also stated that if they mess with the recharger, they can get it to charge for a little bit, but it keeps throwing system error code rm03. The patient reported that they have to charge the implanted that is for their legs every 36 hours and that they were switching their rechargers to try and not wear them out. The patient stated that at the base of the paddle the wire looks like it was wearing and you could see inside a little bit. When asked for an event date; patient noted that one of the rechargers gave them trouble on and off for about a year but the issue didn't get bad until the last week or two. The issue was not resolved. An email was sent to the repair department to replace the rechargers. No patient symptoms were reported.